Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that the endoscopic image disappeared and the noise was displayed irregularly. The user did not use this device for the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. According to the evaluation, the following was found. Olympus repair center could not confirm the reported phenomenon. Olympus repair center found that the error e216 (scope communication error) was displayed while heating the video connector. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. An overcurrent temporarily flowed due to plug and unplug the video connector while the power of the video system center was on. Static electricity was applied to the electrical contacts of the video connector. If significant additional information is received, this report will be supplemented.